Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the alaris etco2 module showed a lower resting respiratory rate than was measured with an unspecified masimo brand bedside monitor. The clinician indicated the issue led to "alarm fatigue" due to the alaris module alarming for low resting respiratory rate. There was patient involvement but no harm.